Event description:
It was reported that the representative tried to interrogate the device, but interrogation was not possible. All of the lamps of the programmer head were blinking. The representative tried to interrogate the device with two other programmers with the same result. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. During preliminary analysis the reported condition was confirmed although the condition later cleared during the analysis. Upon further analysis following a read of the internal sram through boundary scan, the device underwent a power-on-reset (por) and the telemetry was subsequently restored. The original loss of telemetry condition could not be re-established; therefore the cause of failure was not determined.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.